Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor overheated. The patient tried to send a manual transmission, but the entire monitor was too hot to pick up the reader. When the accept button was pushed, the liquid crystal display (lcd) was blank and the monitor was extremely hot. The patient was advised to unplug the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product analysis: model: 24952b, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was unable to boot up; found defective ¿base station-u1¿ component. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.